Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair. While implanting the mesh on the peritoneum, the tacks were not able to penetrate the tissue. None of the tacks were able to correctly hold onto the tissue. Nothing disengaged into the patient cavity. To complete the procedure, another manufacturer's device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.